Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system did not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Signs of clinical use and evidence of blood were observed. The loading device was not returned. The seal was hanging out of the delivery tube with the tension spring assembly still inside the delivery tube indicating a successful deployment of the seal. The slide lock was engaged and the plunger was fully depressed on the delivery device. There were no cracks or delamination observed on the seal. The seal and the delivery device was covered in blood which also indicates successful deployment of the seal into the aorta. Due to the presence of blood inside the delivery tube, the measurements of the tube could not be performed. Based on the return condition of the device and the evaluation results, the reported complaint for the reported failure mode " fitting problem" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system did not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.